Event description:
A report was received that a trial pt developed a subdural abscess after the trial was completed. The physician did not believe the abscess was device related. The physician performed surgery and the abscess is now resolved. The pt is reportedly doing well.

Manufacturer narrative:
The trial lead was not returned to bsn because it was discarded by the medical facility. A review of the mfg documentation for the lead found that no anomalies or deviations potentially related to the event occurred during mfg. A review of sterilization records found them to be satisfactory. This is the final report.